Event description:
It was reported that the patient had an infection that was identified as (B)(6). The entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: evproplus-26us transcatheter valve implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.